Event description:
It was reported that when the stimulation was on the patient was feeling burning and sharp stabbing pain at the lead site. They also had pain at the pocket site. An impedance check was performed and all pairs were within 1100 ohms and appeared fine. They were instructed to turn their device off and after they did so, the pain subsided. There were no falls or trauma associated with the event. The patient¿s health care provider (hcp) replaced the extension and moved the implantable neurostimulator (ins) pocket location on (B)(6) 2015. After the extension was replaced the post impedances were all normal and the patient was feeling stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v034832, implanted: (B)(6) 2007, product type: lead; product ID 3998, lot# v034832, implanted: (B)(6) 2007, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: extension; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).